Manufacturer narrative:
Updated UDI: gtin unavailable, product made prior to compliance date; (B)(4). Device evaluation: model #/lot #, device available for evaluation?, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative. Upon completion of the investigation it was noted that the position of the cam when valve was received was at 70 mm h2o. The 2 mm of peritoneal catheter and the distal connector were inspected the catheter showed a jagged edged and a mark was noted in the distal connector this is due to a sharp or pointed object. Review of the history device records confirmed the valve product code 82-3100, with lot cnlcg7, conformed to the specifications when released to stock in 23rd october 2012. The root cause of the problem could be due to over tightening of the ligature, but this could not be determined as only one small piece of the catheter was returned for investigation. The root cause for the mark in the distal connector could be due to a sharp or pointed object coming into contact with the connector, this however could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
UDI: gtin unavailable, product made prior to compliance date; (B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
On (B)(6) 2013, the device was implanted via vp shunt to a (B)(6) years female patient at (B)(6) hospital. On (B)(6) 2016, it was found the body fluid leakage from behind ears at the other hospital where the patient had moved, so the patient was taken to (B)(6) hospital. According to the x-ray examination, abdominal catheter was fall off and remained abdominal cavity side. Removal surgery of a valve and a cerebral catheter was performed on the same day. Abdominal catheter is remained the patient body.